Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl. Treatment for high blood glucose level was unknown. It was unknown if insulin pump was auto mode. Customer also reported sensor inserted on capillary. Insulin pump will not be returned for analysis.